Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # m9100a. Additional information was requested and the following was obtained: on the synergy form, you stated that the event problem outcome "required intervention to prevent permanent impairment/damage" and that the intervention was prolonged to retrieve the clips. How long was the procedure delayed to retrieve the clips? Was the delay less than 60 minutes? The delay was inferior to 60 minutes. The analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition; in addition, a plastic bag with one unformed clip was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed and formed twelve scissored clips; in addition, the device locked out as intended. No ejected clips issues were noted during analysis. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition as per the instructions for use ¿do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation¿. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a cholecystectomy procedure, the device lost the clips into the abdomen. It is unknown how the procedure was completed. Intervention was prolonged to retrieve the clips. There were no adverse consequences for the patient reported.